Event description:
During angio and stenting of an ostial calcific lesion in the superior mesenteric artery, the visi-pro stent came off of the balloon. The physician was able to guide to the right common iliac and deploy, but it was not in the target area. No injury to the pt reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.